Manufacturer narrative:
Eval summary - the reported condition of "failing occlusion pressure" was confirmed during product eval, finding the device would not exhibit an occlusion alarm when it should have. Inspection of this pump revealed the condition was caused by a damaged occlusion switch on the master processing unit. To correct this condition, the occlusion switch was replaced. The pump was retested and returned to the customer within specification.

Event description:
The facility rep reported a device with a condition of "falling occlusion pressure". This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital rep. No additional information is available.